Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced scan errors with a freestyle libre 3 plus sensor when attempting to scan via the mobile app integrated with the ilet system, consistent with an intermittent communication failure related to the antenna component; troubleshooting included phone restart, app reinstallation, and pairing to the ilet app, after which scanning succeeded. Symptoms included hyperglycemia with a peak glucose of 199 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the glucose sensor system and the mobile application, characterized by intermittent communication failure associated with the antenna device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.